Manufacturer narrative:
Manufacturing review: a device history review record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, computerized tomography (CT) revealed that the apex of the filter was approximately 2.2 cm inferior to the lowermost renal vein. The axis of the filter was oriented parallel to the axis of the inferior vena cava. The filter apex was central within the inferior vena cava. The inferior vena cava filter appeared at least moderately stenotic near the filter apex. Filter struts extended through the perceived wall of the inferior vena cava, maximal distance approximately 6 mm. One of the filter struts tip overlay the right lateral wall of the intrarenal abdominal aorta. The other filter struts terminated in retroperitoneal fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.